Event description:
A report was received that the patient will undergo an explant procedure for unknown reasons.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Reason for the explant was soreness at the pocket site due to the location and inadequate coverage. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 15621255, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reasons.